Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called technical support to report that a surgeon had contacted him regarding a flipped orientation issue. The isi technical support engineer (tse) recommended manually flipping the endoscope to the correct orientation and clearing the guided tool change memory. The caller mentioned that these steps had already been followed but would like to know why the issue kept recurring and why it could not be resolved using the touchpad. The tse advised that the customer should call in directly. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse used a 30-degree endoscope but could not duplicate the issue. There was no trouble found with the system. The system was tested and verified as ready for use. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.